Manufacturer narrative:
Reliability analysis evaluated 1 open/used transfer guard. Performed pre-fill reservoir test using a new lab reservoir. Found reservoir occluded anomaly during filling.

Event description:
The customer reported via phone call that they experienced needle anomaly on the reservoir. The customer was assisted with the filling of the reservoir. The customer's blood glucose value was 116 mg/dl. The product was returned for analysis.